Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was 475 mg/dl. Customer reported to have received no delivery from three infusion sets from the same box. Customer resolved no delivery alarm with a complete set change.